Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 350 cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The left replacement prosthesis was a mentor smooth round moderate plus profile 425cc saline prosthesis. The right replacement prosthesis was a mentor smooth round moderate plus profile 400cc saline prosthesis. The evaluation of the returned device was completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: it was reported that a 48-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350 cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect that extends to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/7/2019. The device was explanted on (B)(6) 2019. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/4/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).